Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to instability and subluxation of the joint following a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 00877503202, lot#: 3214089 bioloxâ® delta, ceramic femoral head. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.